Event description:
Procedure type: anastomosis. According to the reporter: before firing, the surgeon noticed a tear between the anvil head and the root of the purstring suture. The tear was resected, another purstring was applied and then the instrument was fired with no complications. No bleeding or pt injury was reported.